Event description:
Customer claimed that they had experienced occurrences where a connecting assembly on the resuscitator bags cracked when the bag was repositioned. There were no reports of adverse patient impact associated with these incidents.